Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. The patient experienced a cgm accuracy issue which occurred the day of sensor insertion into the arm. On (B)(6) 2024, the patient¿s cgm was reading 141 mg/dl and then the patient lost consciousness in the school bathroom around 1:30pm. Prior to this, the patient stated she was ¿not feeling well¿. Bystanders at the school called emergency medical service (ems). Once ems arrived, the patient¿s bg meter reading was 38 mg/dl while the cgm was still reading 141 mg/dl. The patient was wearing a tandem insulin pump. The patient was given oral glucose gel and IV glucose. The patient was transported to the emergency room (ER). The patient was at the ER for 4 hours before being discharged. The patient was in good condition at the time of the report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.